Manufacturer narrative:
Sd ref#: (B)(4). Date of initial report sent: (B)(4) 2012.

Event description:
According to the reporter: the suture needle was packaged incorrectly leading to a healthcare professional sustaining a needlestick injury upon opening. Usually the needles are mounted in a plastic heath inside the packaging, this particular needle was not mounted inside its plastic sheath.